Event description:
The problem occurred during an upper esophagogastroduodenoscopy procedure. The procedure was completed using the same device without delay. There was no patient injury that occurred associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and the results of the device evaluation. The suspect device was returned to olympus and evaluated. The e200 error was confirmed and the cause isolated to a broken turret gear motor.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was deterioration of the filter turret motor due to long-term use.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility for onsite evaluation/repair of the suspect device. The fse duplicated the reported problem, however, a cause could not be identified. The fse recommended sending the suspect device to olympus for further evaluation.

Event description:
A user facility reported to olympus that the error code "e200" was generated and the front panel began to blink after attempting to use the narrow band imaging mode. There was no patient injury or harm, associated with the problem, reported to olympus.